Manufacturer narrative:
Medical device expiration date: na. PMA / 510(k)#: there were multiple 510k numbers reported to be involved: k111860, k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there was a false positive. Customer did repeat testing on another device. No patient impact was reported. This occurred 10 times. The following information was provided by the initial reporter: "user reports false positive result on side a, run of 10 samples."

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there was a false positive. Customer did repeat testing on another device. No patient impact was reported. This occurred 10 times. The following information was provided by the initial reporter: "user reports false positive result on side a, run of 10 samples".

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) ) had "false positives". After cleaning the working space, the instrument work normally. The complaint is not confirmed. The root cause is related to "contamination". Review of device history record for instrument ct2037 is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 12/2/2020. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of service history for this device revealed no prior event related to this failure mode. Complaint history for ¿results¿ was reviewed for the month of may 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Review of risk management documentation indicates that the potential risk of the reported failure mode was assessed as severity s2 with potential harm is short delay in results, testing must be repeated. Patient may require recollection of specimen possibly resulting in distress and/or mild discomfort via document baltrm-maxinst-aph, revision 20, line sw73. H3 other text : see h.10.